Event description:
A patient underwent a minimally invasive cardiac surgery (mics) mitral valve procedure (mvp) which included a concomitant maze procedure and left atrial appendage exclusion (laae) using a pro245 device. On the third day after the operation, the patient¿s health deteriorated. A stenosis in the left main trunk was identified and the patient was taken back to the operating room. The pro245 device was removed from the left atrial appendage (laa) and the area was sealed with a felt sandwich technique from the epicardium. Following this, a coronary angiography was performed which confirmed that normal blood flow had been restored. The surgeon noted that the patient¿s left main coronary artery was situated in an atypical location. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for investigation and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.